Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a 2 x 2 in skin tear from the right te pad. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised temporarily removing the lifevest to allow the skin to heal. Follow up indicated that the wound improved.